Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was/was not verified. The device was found out of specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified system error 345 . The evaluation determined the causality to be environmental factor. The upstream sensor was found to need to be replaced. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The problem was found during function testing at the biomed service department. There was no patient involvement. No additional information is available.